Event description:
(B)(4). It was reported that post a stenting treatment procedure restenosis occurred. They were treating a venous occlusion in the transjugular intrahepatic portosystemic shunt (tips), right portal branch. Intraluminal diameter and lesion length were not measured. A wallstent uni 12x60mm was implanted. The procedure was reported to be technically successful with excellent angiographic results. No procedural complications were reported. Post-procedure, the creatinine was 73 and the blood pressure, 140/90. At discharge, the subject was alive. Evidence of improvement in the luminal diameter and clinical and hemodynamic success was confirmed. Follow up completed at 3 months the subject was alive with no improvement in luminal diameter residual stenosis to < or = 30% and no hemodynamic and clinical success. No additional information/follow up is provided.

Manufacturer narrative:
Date of event: unknown day (B)(6) 2006 the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Product unavailable for analysis.